Manufacturer narrative:
This report is submitted on august 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced poor performance and a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is filed on may 01, 2019.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on march 01, 2019.